Manufacturer narrative:
This report is filed july 26, 2016.

Event description:
Per the clinic, the device was explanted (date not reported) due to migration of the electrode lead into the middle ear. It is unknown whether the patient was reimplanted with another device, as of the date of this report.